Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found leakage from bending cover: 4 angles were all insufficient: the us probe was broken and therefore the amount of the broken sound lines was out of specification: bending cover was scratched: some foreign material attached to the bending cover: the ud knob (large knob) could not be fully engaged the lens was slightly cracked: play occurred during angulation: there were some crystals inside the nozzle: water leakage from bending rubber. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, we could not identify the root cause. However, as far as we can confirm from the information obtained, it is highly likely that the crystals adhering to it are not part of the part in question. We couldn't identify foreign objects because the device and foreign objects were not sent, but there is a possibility that foreign objects outside the equipment adhered to us. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported to olympus that there were some crystals inside the nozzle. The reported problem was found during preparation for an unspecified procedure. There was no harm or user injury reported due to the event.